Event description:
It was reported that the insulin pump alarmed no delivery several times after the device was dropped on the floor, and the back side of the insulin pump came out. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.